Event description:
It was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting off. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2023 due to a blood glucose (bg) level of 570-580 mg/dl and high ketones identified as life threatening by a healthcare provider. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was discharged 4 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.